Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat a lesion located in the anastomosis site of shunt which exhibited 95% stenosis, moderate tortuosity and severe calcification. The device was inspected prior to use with no abnormality noted; however it was reported that the balloon of the pacific xtreme device ruptured on 1st inflation at 7 amts. The physician withdrew the device without particular resistance; however the distal part of the balloon detached remaining in the vessel. It was reported that the physician punctured the distal of the lesion (vein vessel) with an 8f sheath and successfully retrieved the detached balloon part with a snare with no further harm caused to the patient. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the pacific xtreme pta balloon catheter was returned for evaluation. The device was severely damaged and cut in three pieces, the proximal part with guidewire tube and proximal balloon on one side, the distal part of the balloon and the distal portion of the guidewire tube. The guidewire tube looked severely elongated. The balloon was radially truncated. (B)(4).